Manufacturer narrative:
Date of event: approximated event date to (B)(6) 2020 as date of event was not provided.

Event description:
It was reported that the device was difficult to remove and became entrapped on the wire. An amplatz super stiff guidewire was selected for a nephrostomy/percutaneous trans-hepatic cholangiogram (ptc) procedure. It was noted by the physician that the wire became stuck in a nephrostomy/ptc and the entire system had to be removed together. It was noted that this was note the first time the physician had seen this issue. No known patient complications were reported.